Event description:
According to the reporter: the tip of the hook probe broke and fell into the patient. It was retrieved and the broken hook probe was replaced by a new one. The case was not extended by more than 30 minutes. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).